Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer¿s blood glucose level began to rise to 375 mg/dl. As a result of the elevated bg, customer administered correction bolus of insulin in an attempt to address high bg. Customer then went to the emergency room and was subsequently admitted to the hospital with high ketones that a healthcare provider determined to be life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved. Reportedly, customer continued to use the pump for insulin therapy.